Event description:
The clinical staff of the hosp contacted cardiac assist to report that a pump had stopped after approx 7 days of use. The system controller was replaced and the pump was restarted, but subsequently stopped again. Prior to the incident, it was noted that the pt's ptt had not been maintained within the recommended level of 65 to 80 seconds. The pump and system controller were replaced without incident. The pt was not adversely impacted by the incident.

Manufacturer narrative:
Eval summary: an eval was conducted upon receipt which confirmed that the pump was non-functional. Analysis of the pump found evidence of blood in the lower housing of the pump, as well as damage to the internal bearing components which resulted in the pump failure. Such damage has been previously demonstrated to result from loss of infusion flow through the bearing portions of the pump. The cause of the loss of infusion flow could not be established.